Manufacturer narrative:
The clinically applied stapler was returned and evaluated. Damage was observed to the gear handle teeth. We cannot reliably determine the exact cause of this difficulty reported or the damage observed as the clinically applied disposable loading unit was not returned for eval.

Event description:
Device was used during a subtotal gastrectomy procedure involving one pt. Reportedly, the anchor block broke during clamping. A second device was used to complete the procedure. The hosp has reported no pt injury.